Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiration date: 03/2024).

Event description:
It was reported that during a stent placement procedure in the femoral vein, the lumen of the stent was allegedly could not pass over the guide wire. It was further reported that great resistance was felt when the stent was attempt to pass through the guidewire. The guidewire was entangled with the stent and both could not move separately. Reportedly, the guidewire and stent were withdrawn together and replaced with new guidewire and stent. There was no reported patient injury.

Event description:
It was reported that during a stent placement procedure in the femoral vein, the lumen of the stent was allegedly could not pass over the guide wire and great resistance was felt when the stent was attempt to pass through the guidewire. It was further reported that the guidewire and stent entangled together. Reportedly guidewire and stent removed together. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment investigation summary: the sample was not returned to the manufacturer for evaluation and photos were not provided leading to inconclusive results.. Therefore, the investigation is inconclusive for the reported issue. A definitive root cause could not be determined based upon the available information. Labeling review: in reviewing the relevant labeling, it was found that the instructions for use sufficiently address the potential risks. With regards to device warnings, the instructions for use state "visually inspect the bard e-luminexx vascular stent to verify that the device has not been damaged due to shipping or improper storage. Do not use damaged equipment". Regarding preparation of the device the instructions for use states that "prior to loading the vascular system over a guide wire, both ports must be flushed with sterile saline (...). Continue flushing until saline drips from the distal tip of the catheter (d) after flushing each luer port". Regarding accessories, the instructions for use states "the bard s.a.f.e.r 6f delivery system requires a minimum 8f guiding catheter or a minimum 6f introducer sheath", "via the femoral route, insert a 0.035¿ (0.89 mm) guide wire under fluoroscopic guidance through the appropriate introducer sheath or guiding catheter and pass the lesion". The packaging pictograms indicate an introducer size of 6f and a 0.035" guide wire. With regards to indications for use, the instructions for use states that the stent is to be used on femoral and iliac arteries. Based on reported information, the intended placement site for this stent was the portal system which represents off-label use. H10: d4 (expiry date: 03/2024), g3 h11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Manufacturer narrative:
H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. Investigation summary: the delivery system was returned for evaluation without stuck guidewire, and during evaluation testing a 0.035" pre-wetted hydrophilic guidewire was freely advanced through the delivery catheter which leads to inconclusive results. Therefore, the investigation is inconclusive for the reported issues. A definitive root cause could not be determined based upon the available information. The intended placement site for this stent represents off-label use. Labeling review: in reviewing the relevant labeling, it was found that the instructions for use sufficiently address the potential risks. With regards to device warnings, the instructions for use state "visually inspect the bard e-luminexx vascular stent to verify that the device has not been damaged due to shipping or improper storage. Do not use damaged equipment". Regarding preparation of the device the instructions for use states that "prior to loading the vascular system over a guide wire, both ports must be flushed with sterile saline (...). Continue flushing until saline drips from the distal tip of the catheter (d) after flushing each luer port". Regarding accessories, the instructions for use states "the bard s.a.f.e.r 6f delivery system requires a minimum 8f guiding catheter or a minimum 6f introducer sheath", "via the femoral route, insert a 0.035¿ (0.89 mm) guide wire under fluoroscopic guidance through the appropriate introducer sheath or guiding catheter and pass the lesion". The packaging pictograms indicate an introducer size of 6f and a 0.035" guide wire. With regards to indications for use, the instructions for use states that the stent is to be used on femoral and iliac arteries. Based on reported information, the intended placement site for this stent was the portal system which represents off-label use. H10: d4 (expiry date: 03/2024), g3. H11: g1, h6 (method). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during a stent placement procedure in the femoral vein, the lumen of the stent was allegedly could not pass over the guide wire and great resistance was felt when the stent was attempt to pass through the guidewire. It was further reported that the guidewire and stent entangled together. Reportedly guidewire and stent removed together. The procedure was completed using another device. There was no reported patient injury.